Manufacturer narrative:
Additional information: g3, h6 (no problem found) due to the condition of the device, the reported event of "the handpiece was extremely hot" could not be confirmed during evaluation.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Based on the information provided, the most likely cause for the reported failure can be attributed to a failing motor.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-8330h shaver handpiece had an issue. The motor sounded like it went up, and the handpiece was extremely hot. They swapped it out and finished the case. This occurred during use with no patient harm. Additional information has been requested. On (B)(6) 2023, the sales representative provided the following information via email: this event occurred during a shoulder scope procedure on (B)(6) 2023. Nothing happened when the handle got hot. They handed it off to the nurse, who handed it to the sales representative. No harm was reported.